Event description:
On (B)(6) 2010, a (B)(6) female was implanted with two of another manufacturer's endoprosthesis to treat an abdominal aortic aneurysm (aaa). The iliac arteries were mildly tortuous. The other manufacturer's devices were placed without incident. Completion angiography showed no evidence of an endoleak. However, the pt's left external iliac artery was torn upon removing the 18 fr cook sheath, and the pt died from blood loss before the tear could be located and repaired surgically.

Manufacturer narrative:
Exp date unk as lot is unk. (B)(4). MFR date: unk as lot is unk. No product was returned to assist in this investigation. Quality control personnel inspect, per specification, confirming the correct outside diameter and type of sheath tubing and ensuring the devices have a smooth transition together. It is confirmed to have an open lumen and that the cap will accept correct size tubing. In addition, an IFU is supplied with the product, in which it is stated: "the product is intended for use by physicians trained and experienced in diagnostic and interventional techniques. Standard techniques for placement of vascular access sheaths should be employed." And in the precautions section: "when inserting, manipulating or withdrawing a device through an introducer always maintain introducer position." Without product returned to assist in the investigation, it is difficult to determine with certainty the cause of the difficulty encountered. A review of our records for the customer indicate the rcfw device is the only 18 french sheath shipped to this customer. This investigation is based on customer shipping records. The appropriate internal personnel have been notified and we are continuing to monitor for similar complaints.